Event description:
It has been reported to philips that, during a procedure, the allura xper fd10 system indicated an error message that the button was active and that the start-up estimate was closed by the release of the button. It was later indicated that there was a loss of lighting and imaging despite several reboot attempts. It was indicated that the procedure had to be aborted as a result of this phenomenon. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use. The philips remote service engineer (rse) inspected the start-up estimate was closed by the release of the button. Rse connected with the customer and asked to check the status of the hand switch, which was pressed. The examination was completed as planned. After loosening the hand switch, a light-up again with the foot switch and take images. After loosening the hand switch, the system was returned to good working condition the codes were updated based on the investigation outcome. The health impact code and evaluation method code was/were corrected.